Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, two (2) real intelligence robotic drill had a communication/connection failure when trying to unlock the handpiece, even though the system recognised it was connected and it exited the case. The procedure was resumed, after a non-significant delay, by changing the surgical technique to a manual procedure. No further complications were reported.